Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they inserted the sensor and was about to remove the needle, it did not come off. The customer blood glucose level was 118 mg/dl at the time of the incident. The device will be returned for analysis.